Manufacturer narrative:
Telephone number: (B)(6). Device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to decreased visual acuity. The replacement lens was a different model iol with 0.5 diopter power difference. No further medical or surgical intervention was reported. Patient was normal when discharged. Visual acuity readings observed as 20/70- pre-initial implant, 20/30 post-initial implant, 20/40-2 post-replacement iol. The explanted iol is not available for evaluation. No further information was provided.